Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) was completed. The reported problem (unable to charge battery pack) has been confirmed. Upon investigation battery charger/modem was unable to recognize battery packs. The cause for the failure was isolated to a contamination on the battery board and bedside board. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4), reporting that the battery charger/modem was unable to charge a battery pack.